Manufacturer narrative:
The product was returned for analysis and damage was observed to the device and to the lens. The device was returned loose in the carton. The lockout assembly has been removed. The plunger has been fully advanced outside the tip of the nozzle. A segment of the plunger is broken/torn and returned loose in the carton. The nozzle tip is torn, partially adhered. This damage most likely occurred during transportation. The lens is returned loose in the carton, in two segments adhered to each other. Solution is dried on the lens. A portion of the optic area is torn and not returned. One haptic is broken/torn and not returned. The product investigation could not identify the root cause for the reported complaint "misfired, defective". The device was received activated with the plunger fully advanced outside the tip of the nozzle. The lens was returned outside of the device. Due to this, we are unable to confirm the lens and the haptic position for advancement. The reported complaint is lacking in relevant information such as the type of defect observed to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation the lens misfired and was also defective. The procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).